Event description:
It was reported this balloon burst at 20 atmospheres, following multiple inflations, during dilatation of an occluded arteriovenous fistula graft. Following withdrawal of the balloon catheter it was noted the balloon had detached and remained in the graft. An attempt to retrieve the detached balloon with a guidewire was unsuccessful. Successful surgical retrieval of the detached balloon followed. The graft was removed and replaced at that time. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available, balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, follow up revealed this balloon was inflated well beyond its rated burst pressure. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the rated burst pressure should not be exceeded..inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."